Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they experienced random no delivery alarms, the insulin pump was not as loud anymore, and the backlight has become dim. Troubleshooting was not completed. The customer¿s blood glucose during the incident was unknown. The device will not be returned for analysis.